Manufacturer narrative:
(B)(4). Device passed active current measurement and displacement test. Device received error due to connector resistance issue. Device failed sleep current measurement due to unexpected battery power loss and pump error confirmed in pump history file. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received an replace battery now alarm. The customer¿s blood glucose level was unknown. The customer did received low battery alert prior to the replace battery now alarm. The customer was advised the pump requires brand new or fully charge batteries to work effectively. Customer stated the battery was not previously used. Customer stated the battery cap not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.